Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was at 30% charge when the pump shut off unexpectedly. The customer's blood glucose level was 290 mg/dl. Multiple attempts were made by tandem technical support to gather further information, however no response was received.